Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test and displacement test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus delivery attempt. The customer's blood glucose was 452 mg/dl, which was treated with manual injection. During troubleshooting, it was stated the insulin pump was not exposed to a strong magnetic field. The customer was not using the sensor feature on the insulin pump. It was not possible to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.